Event description:
Additional information received (B)(6) 2012 changes this complaint to a MDR. A (B)(4)handpiece was reported to have malfunctioned and was described as follows; ¿self testing on tip and alarm comes. After replacing the tip, the problem still exists. In the meantime, while in use, under standard model, when adjusting the power to 50%, on the foot switch, the maximum output power is lower than 60%, and to 50%, lower than 50%. However, sometimes the handpiece works well.¿ the product was in contact with a patient and the patient was anesthetized at the time the problem was found during liver surgery. The procedure was not delayed as a result of this problem. The patient was not injured as a result of this event.

Manufacturer narrative:
To date, the device involved in the reported incident has not been received for evaluation. An investigation has been initiated based upon the reported information.